Event description:
It was reported that the patient presented with high capture thresholds on the left ventricular lead. The physician capped and replaced the lead on (B)(6) 2021. The patient was stable.